Event description:
Info received indicates the bed is drifting down when the bed down switch is released.

Manufacturer narrative:
The technician cleaned and degreased the hi/low drive brake to repair the bed.